Event description:
It was reported that the patient presented during a follow up in clinic. There was loss of capture noted on the left ventricular lead at highest output. Patient was dependent and was using the right ventricular lead only for pacing. On (B)(6) 2018, the lead was capped during a procedure to explant a device at elective replacement indicator (eri). The patient was stable